Manufacturer narrative:
A bci field service engineer (fse) found trapped liquid that caused by a clog of jelly lipid substance in the waste sump canister. The vacuum trap was full and the air pressure gauges were high. Fse adjusted the air pressure regulators to normal, cleaned and checked all cuvettes. Fse replaced filter and cleaned the canister.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a overfilled canister which leaked. No injury was reported.